Event description:
Hcp reported patient did not have meningitis. Cultures for infection were negative. Patient has arachnoiditis.

Event description:
MFR rep reports system removed due to possible meningitis post implant. The device was explanted but not returned to the MFR for analysis.